Event description:
This spontaneous case report was received from a gynecologist/obstetrician in (B)(6) on (B)(4) 2014 with request for replacement of one device. The report refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and too much windings were visible in cavum and during attempt of removal 2-3 windings of essure broke. No info was given on pt's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the pt had essure (fallopian tube occlusion insert) inserted. On an unspecified date, after insertion of one essure, too many windings were seen in the cavum, exact number of windings were not known by reporter. Physician decided to remove the essure after one week. The second essure was well inserted. During attempt of removal 2-3 windings of essure broke. Physician decided to let the parts that were left over remain. There were no signs of perforation. Pt will come after 3 months for echo (ultrasound) and physician has prepared her for a possible hsg (hysterosalpingogram). Physician mentioned that in the past he removed essures often, even for timeframes longer than one week.